Event description:
It was reported that loss of capture was noted on left ventricular (lv) lead. Fluoroscopy revealed that the lead had pulled back to the superior vena cava. This lead was explanted and replaced without complication.